Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with unknown reason and the insulin pump had multiple pump error alarm. The customer has been in the hospital for about a week until he was transferred to the rehabilitation facility. In the hospital they took the insulin pump off and was giving him insulin manually. The customer was able to clear the alarm and able to complete insulin pump rewind. The troubleshooting was performed for the pump error alarm. Customer reported that the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Device received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a47, a21 and a17 due to motor error alarms.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized due to diabetes .